Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient presented to the clinic with a replace back-up battery (ebb) alarm. The patient had just replaced the ebb in may for the same alarms. The alarm was unable to be cleared with a self-test. Log files were sent for review concerning a backup battery fault. The event log file recorded a backup battery fault event at (B)(6) 2024 5:22:37. This event appeared to have occurred after the system controller attempted a load test. It was recommended to replace the controller. It was noted that the log file indicated that the patient had not connected to power module/mpu power during this history. This indicated the patient was sleeping on battery power.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the provided log files. A backup battery fault alarm correlating to a load test condition was observed on 08jul2024. At the time of the alarm triggering, the loaded voltage was under the acceptable threshold as compared to the unloaded voltage. The alarm would trigger periodically after this point but would self-resolve. It was recommended for the controller to be exchanged as the backup battery for this controller was recently replaced in may for the same issue. No other notable events were observed within the log file. The system controller (serial number (B)(6) was not returned for analysis. The root cause of the reported event was unable to be conclusively determined through this analysis. The device history record for the system controller (serial number (B)(6) were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The system controller was shipped to the customer on 09may2023. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.